Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08/20/2019. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The fse replaced the front bezel to address the finding. The fse tested the unit; the unit was fully operational. The unit was within the manufacturer's specification and was returned to service.

Event description:
The customer reported the ventilator unit's navigation ring (nav-ring) had failed. There was no patient involvement reported.